Event description:
It was reported that the device was in backup vvi mode due to multiple appropriate shocks for persistent vf. The patient has a lvad in situ. Physician decided to leave the device in backup vvi mode since the patient was being implanted with a bivad. One month later, the ICD was explanted as the patient had a successful heart transplant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory and was due to a power-on reset (por). The por was caused by battery depletion. Review of the device image determined the battery depletion was normal and was due to excessive high voltage charging. The device was tested on the bench and no anomaly was found. The cause of the field event was due to normal battery depletion.